Manufacturer narrative:
Product ID: 3889-28, lot# va1v0dz, implanted: (B)(6) 2018, product type: lead. Eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial# (B)(4)) and lead (lot#va1v0dz). Eval code method and device code (B)(4) apply to lead (lot#va1v0dz) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who reported a system explant. They also noted the lead broke during removal and a portion remains in the sacrum. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis#: 703576227: analysis information: 05/14/2020 11:18:02 cst pli# 20 product ID#: 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID: 3889-28, lot#: va1v0dz, implanted: on (B)(6) 2018; product type: lead below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) were broken in the body of the lead; consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s system was not working like it did before they fell a few months ago. It was stated that they¿ve had to turn the stimulation a lot higher in order to feel sensation, and they¿re not getting symptom relief. Troubleshooting included doing an impedance check and the impedances were normal. An x-ray was also done, and the lead appeared to be in proper position on ap view. The patient was then reprogrammed to see if another program works better. It was noted that they may do a lead revision later if there¿s no symptom improvement. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the rep had not heard from the md on how the patient is now doing. The system is still currently in use. The patient was going to follow up at a later date if therapy was still not adequate. No further patient complications are anticipated or expected as a result of this event.